Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) failed software update d.01.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected fields: d4 # UDI. Updated fields: b4,d8, d9, g3, g6, h2,h3, h4. H6(investigation findings, type of investigation, investigation conclusions, component code), h11. A getinge field service engineer (fse) stated that change of video generator card (0040-00-0456), due to failure to update to d01. The failure analysis and testing department received the following pn 067000781j video generator pcba sn (B)(6). Pn 0012001787a , cable sn (B)(6). Pn 067000841 b upper display monitor pcba sn(B)(6). With a reported unit failure of unable to update to software version d01 the failure analysis and testing dept performed a visual inspection of the parts received and found that all the parts are in good condition. The failure analysis and testing department installed pn 0670000781j video generator sn (B)(6), pn0012001787a, sn (B)(6) cable and pn 0670000841b pcba upper display monitor sn(B)(6) swemco in the cardiosave test fixture serial number (B)(6) and tested jointly and separately to factory specifications per procedure 000207d016 rev f and cardiosave service manual number 0070000639 revision r the failure analysis and testing department was able to able to download software version b14 and performed all required tests in addition the fat ran the test of pumping for more than 1 hour the fat dept could not replicate the reported failure experienced by the customer retaining the pn 0670000841b video generator sn (B)(6) swemco non rohs pn 0012001787a cable sn (B)(6) and pn 067000781j sn (B)(6) upper display monitor pcba. The nonconformances with the returned components were not confirmed however the root cause or the most probable root cause is not confirmed.

Event description:
N/a

Manufacturer narrative:
Corrected data: h6 (clinical and impact code) . Updated data: e1 (initial reporter and email).

Event description:
It was reported that during attempt to update the software to d01 and during equipment maintenance, it was discovered by the getinge field service technician (gfst), that the cardiosave intra-aortic balloon pump (iabp) failed the software update. There were no patients involved.